Manufacturer narrative:
(B)(4) concomitant medical products: 11-301302 arcos con sz b std 60 mm 519670,  650-1055 cer bioloxd option hd 28 mm 759280, 650-1064 cer option type 1 tpr sleve -6 854580. A follow up report will be submitted once the investigation is completed, multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00998.

Event description:
It was reported that the radiolucency lines were see on right hip after 2 years 1 months post revision surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided which indicated possible lucency along the entire femoral component at the bone cement interface as well as surrounding the acetabular cup. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Stryker cup used with biomet stem, head and taper sleeve. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.